Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "since I had pain in my breast, I went to the hospital and now they called me yesterday that one is leak". This record is for unknown side. Device remains implanted and it is unknown if the device will be returned.